Event description:
Planned revision (B)(6) 2011 of right side knee replacement with s-rom knee due to lose tibial component and solid femoral component.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.